Event description:
The report stated that the red light on the return electrode monitoring (rem) status indicator does not come on. When a pt return electrode is plugged in, the rem indicator turns green without the pad being on a pt.

Manufacturer narrative:
The reported generator has not yet been returned for evaluation. If it is returned, a follow-up report will be sent.